Event description:
The consumer and manufacturer representative reported that the patient had an implantable neurostimulator (ins) pocket issue, the ins flipped, and the pocket was too loose. No trauma or falls were reported and there were no unrelated medical procedures reported. The device worked very well to treat the patient's symptoms, but suddenly they started having intense/severe stomach pain on the left side by their ribs that sometimes migrated to the right. The initial onset of pain and ins flipping was in 2016, not long after surgery in either (B)(6) 2016. The ins pocket was revised on (B)(6) 2016 to make a tighter pocket, but the leads were not checked with the clinician programmer for impedances or to make sure they were still where they were originally placed or make sure they were not twisted or detached in some way. The patient did not recover completely and still had the same symptoms as before the revision. The pain returned on (B)(6) 2016 following the ins pocket being revised. The patient had painful attacks that lasted about 30 to 35 minutes after eating a meal and they had to stay completely still. If the patient stood up and lied on their left side, the pain was so severe they couldn't stand it. The patient could no longer eat anything solid and now the pain was constant and not just after eating a meal. The locations of symptoms reported were gastric, abdominal, and on the left side of the ribs, but sometimes on the right side as well. At one point the patient was given a prescription for an oral medication called antacid and it helped a bit, but not for long. The patient's pain was so severe now that they considered going to the emergency room (ER). The patient would have an appointment with their health care provider (hcp) on (B)(6) 2016, but couldn't wait that long. The patient was still in a lot of pain and wanted a manufacturer representative to meet them to turn the device off because it caused so much pain. The patient was going to their hcp's office to have their implanted turned off. The manufacturer representative spoke with the hcp's nurse and they were happy to turn it off.

Event description:
Additional information received from the consumer reported that the patient was in a lot of pain. The pain was at their upper abdomen, underneath their breast, across in their ribs, and stuff. The patient felt pain after they ate. The patient noticed it in (B)(6) 2016 and since then had 4 flare-ups, which could last days to weeks. The patient felt pain after anything they ate. The patient saw their health care provider (hcp) 2 weeks ago and they adjusted the settings, but it did not fix it. The patient wanted to see other hcps who could reset their implantable neurostimulator (ins). The pain was so bad that the patient wanted to rip the device out because it hurt so bad.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.